Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod4 pusher assembly. The pusher assembly was kinked in multiple locations. The pull wire was inside the alignment feature of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The inner diameter (ID) of the ddt was measured and found to be within specification. The outer diameter (od) of the pull wire was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the pull wire was inside the alignment feature of the ddt and the embolization coil was detached from its pusher assembly. This type of damage likely occurred due to forceful retraction against resistance, which may cause the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The pet lock was broken by the penumbra investigator and the pull wire was retracted out of the ddt for further evaluation. Then the ID of the ddt and od of the pull wire were measured and found to be within specification. Further evaluation of the pod4 revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental which may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an internal iliac artery pseudo aneurysm using pod4 coils (pod4). The patient anatomy was described as having limited tortuosity. During the procedure, the physician placed a non-penumbra diagnostic catheter and a non-penumbra microcatheter in the target vessel then advanced a pod4 through the microcatheter. The pod4 was retracted twice to gain better position. However, upon retracting a third time, the physician experienced resistance and the pod4 unintentionally detached from the pusher assembly inside the aneurysm. The physician then placed a ruby coil behind the pod4 to secure it. The procedure was successfully completed using additional ruby coils, a liquid embolic system and the same microcatheter. It should be noted that the physician did not maintain continuous flush and did not use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.